Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation due to stress urinary incontinence. The patient experienced pain, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it is reported that the patient experienced pain, stress urinary incontinence, dyspareunia, frequency & leakage of urine, septic shock and erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures (B)(4) ¿ urinary problems.